Event description:
The customer stated, that he received a carton containing 2 bottles of test strips. When he opened the carton, he found the cap was open on one of the bottles. No adverse events were alleged. The open bottle is to be returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.